Event description:
The reporter indicated the surgeon attempted to insert an aq2010v silicone three piece lens and the haptic broke. There was no patient contact. The reporter indicated the lens was defective. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, haptic(s), broken. Evaluation method: lens work order search. Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review results: a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event would be due to mishandling of the lens at the facility. (B)(4).